Event description:
Surgeon stated he did not believe the device was performing correctly, indicating that the flip plate would not fall back into the flat position. A new device obtained per surgeon's request, the case proceeded without incident, no harm to patient.